Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, when the device was going to fire, the clip fell out from the jaw. The fallen clip was retrieved from the patient's body by the forceps. No clips were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.